Event description:
It was reported the customer's insulin pump alarmed button error; it's frozen on the button error screen and unable to clear. Customer's blood glucose was 280 mg/dl, will treat with manual injections. Customer's father reported he did not recall any significant event that may have caused the device to alarm. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to the motor error alarm. Unable to prime during prime test and the device alarmed motor error alarm noted during basic occlusion test due to faulty force sensor. However, the motor passed the motor test. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.